Manufacturer narrative:
Device evaluation: the 01x zso-7-5 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This complaint was initiated to capture: ¿incorrect wire guide used with replacement device¿ the following were also raised in response to information received in this complaint: 431213 ¿ ¿the pigtail part was bent¿ the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use/product label. It should be noted that the product label details that a 0.035¿ wire guide must be used with the zso-7-7 device. From the customer testimony, it is known that a ¿visiglide 2 0.025-inch straight¿ was used. The use of a 0.025¿ wire guide with the initial device will be captured in pr 431213. The use of the incorrect wire guide with the replacement device will be captured in this complaint (B)(4). User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of use error was identified from the available information. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wire guide was used. CAPA: 387756 has been initiated from complaints related to use error and a 0.025-inch wire guide being used in practice. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01x used devices. Corrective action/correction: CAPA: pr387756 addresses any necessary corrective actions as a result of this failure mode. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 29-aug-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: the doctor wanted to drain the biliary tract by inserting zso-7-5. In the process of unfolding the pigtail with a straightener to pass the zso-7-5 through the pre-placed visiglide2 straight 0,025 wire guide, the pigtail part was bent and the wire did not pass.(B)(4). So, they used the new zso-7-5. They did not change the guide wire patient outcome: no patient harm.